Manufacturer narrative:
The account replaced the coiled cable to repair the bed.

Event description:
The account alleged the bed has a flash code of 8 due to a cut left coiled cable with exposed wiring.